Manufacturer narrative:
Device manufacturer address 1: (B)(4). Parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. The set was filled with an unspecified chemotherapy medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.